Manufacturer narrative:
Conclusion: multiple attempts to obtain additional information/product return have been unsuccessful. A review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution without the reason of the explant, the failure mode cannot be determined. Without the return of the valve, a root cause of the event was unable to be determined.

Event description:
Medtronic received information from the patient that this aortic root bioprosthesis was explanted and replaced 19 months after its implant.

Manufacturer narrative:
Additional information has been requested from the patient¿s physicians. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.